Event description:
During a colectomy procedure, the staples did not form properly. The surgeon applied suture. No pt injury was reported.

Manufacturer narrative:
7/23/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.